Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device returned. Device evaluation: the capture lp stent was returned for evaluation with its introducer sheath. No bends were observed on the pushwire. One of the tethers was found to be broken from the proximal section of stent. In addition, one of the distal markers appeared to be missing from the distal section of the stent. No other anomalies were observed. The broken end of the tether was sent out for scanning electron microscope analysis. The investigation is still in progress. A follow-up MDR will be submitted when investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The capture lp device has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of capture lp tether break during a procedure. The patient was undergoing treatment for ischemic stroke in the m1/m2 middle cerebral artery (mca). The vessel was described as not tortuous. The capture lp and accessory devices were prepared a indicated in the IFU. During the procedure, the capture lp was deployed in the distal m1/m2. The physician noted experiencing difficulty when pulling back the capture lp. The physician believed the resistance was due to a significant amount of atherosclerotic disease; the vessel was stenosed proximal to to the thrombus site. It was reported that capture lp tether separation occurred during removal. The capture lp was able to be removed from the patient; no parts of the device remain in the patient. After removal of the capture lp, mca dissection was observed. The patient was administered integrilin and plavix, then the dissected segment was stented. Post-procedure, the patient's tici score was 2b-3. The patient is reportedly doing well.

Manufacturer narrative:
Based on the analysis findings, the reported event was confirmed. Per scanning electron microscope (sem) findings, the fatigue features are visible on the three fracture surfaces examined. The rest of the fracture surfaces exhibit dimple features indicative of ductile overload. Per our instructions for use (IFU): ¿to prevent device separation: do not oversize device. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, re-sheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site. If excessive resistance is encountered during the delivery of the mindframe capture¿ lp device, discontinue the delivery and identify the cause of the resistance. Advancement of the mindframe capture¿ lp device against resistance may result in device damage and/or patient injury." If information is provided in the future, a supplemental report will be issued.